Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 81 year old man underwent CABG x 5. In the ICU he sustained r on t cardiac arrest and rosc was achieved with CPR. He underwent hrpci in the cath lab and was found to require right ventricular support. Rp flex insertion was attempted via the right internal jugular vein but aborted due to unsuitable anatomy. Successful placement and support was achieved via the right femoral vein and a second insertion kit.